Event description:
It was reported that the device could not be interrogated. Multiple attempts were made with different programmers to gain communication with the device, without success. The device was explanted.